Event description:
The customer reported that while the unit was in use on a pt during ambulance transport, the unit shut off while connected to mobile power. The unit's power switch was turned back on and the unit was operational. Therapy was continued. No pt injury was reported.